Event description:
Permanent intractable pain and progress disability after monarc sling implant. Device partially removed in 2009; subsequent pathology lab testing shows "giant cell foreign body reaction" to the polypropylene sling material. Anchor arms remain embedded in obturator internus muscles, causing progressive numbness, increasing pain, and mobility issues. Surgeon unable to remove "arms" at time of surgery. Same pt as (B)(4). Reason for use: stress urinary incontinence.